Manufacturer narrative:
1. The customer returned 3 photos, no defective sample. The photos show that the sku is 383028, the batch code is 3135086, the blood over half the outer wall of the septum and spread to the groove of the septum. 2. DHR/bhr review(lot#3135086): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the septum batch used in this batch of products is 3158530, review the incoming inspection results, no abnormalities. 5)the catheter hub batches used in this batch of products are 3139779, 3139780, 3139774, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the septum. Please see the attached test. 4. Possible causes: the outer wall of the septum is defective or the inner wall of the catheter hub is abnormal or one end of the septum is twisted during assembly. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show that the blood over half the outer wall of the septum and spread to the groove of the septum. The root cause of this defect cannot be determined because no abnormality is found in the process and retained sample, and no defective sample is received for analysis and confirmation. This defect has never occurred, and the plant will continue to focus on the factors that caused this defect.

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm blood is leaking. The following information was provided by the initial reporter, translated from chinese to english: when withdrawing the needle core, blood penetrates the isolation plug.